Event description:
It was reported that "doing a revision/removal of xia 2. While doing so the dr. (B)(6) was using the polyaxial screw adjustment driver and broke off one of the four prongs on the end. The broken off prong was recovered, screw was removed successfully."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, visual inspection, risk assessment. Results: during the complaint history analysis, we found that this was the 12th complaint on this product. Previous investigations have generally concluded a cantilever force was the probable cause of failure. We review the manufacturing record and no deviations were noted. When the product was returned, we inspected it and confirmed that a prong was missing. There was also evidence of wear from being in use since 2004. According to the event description, the broken tip was recovered, though it was not returned with the driver. Despite this event, the surgeon was able to complete the procedure with no adverse consequences to the pt. Conclusion: the driver was manufactured in 2004 and hence the wear and tear it has experienced since then is most likely a contributing factor to its eventual failure. This driver is designed to make small adjustments once the screw has been implanted into the pedicle and not to be used as a primary insertion or revision driver. As this driver is not rigidly connected to the screw, cantilever forces can be imparted to the prongs during use. It's believed in this case that the age of the instrument and cantilever forces lead to the eventual failure.